Event description:
Pt's midclavicular line broke upon removal. A small portion of the catheter was retained just above the insertion site. A small incision was made by vascular radiology and the remaining tip of the catheter was successfully removed.